Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor and flex were defective. The device was repaired and returned to customer on 10/10/2012. Device manufacture date: january 2012.

Event description:
Customer reported the device handpiece and cutter disconnected during operation. This is report 1 of 1 for #com-(B)(4).